Event description:
It was reported that the unit keeps displaying blockage alarm causing a delay between 30 minutes and 1 hour.

Manufacturer narrative:
Additional narrative: we have now concluded our investigation for the complaint received. A review of the device history record for serial number (B)(4) showed that this unit passed all acceptance criteria and was compliant upon release for distribution in (B)(6) 2019. The returned device was functionally evaluated and no fault was found. No issues or errors were identified with the device that could have caused or contributed to the reported failure. The blockage alarm can be triggered if the integrity of the device has been compromised in any way, such as kinks or folds in the tubing, if the tubing becomes loose or if the user puts their body weight on the tubing when lying down. The alarm feature of this device is a safety mechanism to alert the user of potential issues that could potentially affect or in some cases stop delivery of negative pressure wound therapy. The feature is specially designed to comply with global safety regulations to ensure safe and proper use. On this occasion, we have been unable to confirm the reported failure mode and subsequently determine a root cause. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution.